Manufacturer narrative:
Batch review performed on 02 december 2015: lot 150841: (B)(4) items manufactured and released on 26 may 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue.

Event description:
During the rehabilitation, the patient's femoral bone was fractured. According to the surgeon, femoral bone was fractured 5cm long. Due to the hospital policy, x-ray pictures and retrieved stem are not available. Fractured bone was repaired using wire and replaced femoral stem with a cemented one.

Manufacturer narrative:
On 28 january 2016 it was prepared a final report with the information already submitted in the initial report. On 02 february 2016 the report was sent to the initial reporter and the case was closed.